Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgot to set the pump time for daylight savings. Blood glucose was not impacted.